Event description:
The customer reported three false negative result with the binaxnow covid-19 antigen self test assay performed on nasal kitted swab samples on (B)(6) 2022. This report is for result two (2) of three (3). The consumer tested on (B)(6) 2022 with the binaxnow which generated a negative result. The consumer had confirmatory pcr testing performed on an unknown date which generated a positive result. The consumer retested with the binaxnow covid 19 antigen self test assay on (B)(6) 2022 which generated a negative result. The consumer reported that they were symptomatic at the time of testing. No additional information.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR numbers : 1221359-2022-03259. 1221359-2022-02212.